Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and customer was unable to recover the drawer. A field service engineer (fse) found that auxiliary drawer 5.1 showed all cubie pockets as not detected on the bus after a power down. The station was disconnected and the cables to the sub-drawer controller were reconnected, then the station was powered on, but the issue persisted. The station was shut down again and the drawer controller was replaced. After replacement, the station was powered on and allowed to boot into the application, with no further failed storage space. Storage space configuration was used to open and close the drawer. Diagnostics were then performed, including an acceptance test, during which all pockets popped in and out and were detected on the bus. The drawer was detected as closed, and all tests passed with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and the customer was unable to recovery the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.